Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged temperature alarm issue was verified, and a different issue was identified (faulty u23).

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, the pump was charging during the event. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.